Manufacturer narrative:
(B)(4).

Event description:
During a central venous catheter (cvc) insertion procedure, "it was observed that the dilator was split (bifurcated)." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.